Manufacturer narrative:
Implant loss is known to occur, considered in the rmf and communicated in the pt info. There are no indications that the occurred is a result of mfg or component failure.

Event description:
Pt reported to parent that is abutment was loose approx one week before it fell out while showering ((B)(6) 2012). Pt denies any trauma to head or to implant site.